Event description:
Patient reported that, while troubleshooting recurrent cartridge/adapter alerts, she discovered that insulin had pooled around the device's adapter (near the needle). No insulin leaked into the device's cartridge chamber. Patient stated that she has been experiencing erratic blood glucose (50 - 376 mg/dl), for the past 24 hours. She replaced the device's adapter and self-treated by bolusing.